Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not accepting the wires smoothly, there was resistance/scraping when inserting wires, the clamps were worn and metal shavings were found on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation surgical procedure of the ankle/forearm, it was observed that the bearings in the quick coupling device appeared to be scrapping (flaking) against the k-wires as the k-wire passed through the attachment. According to the report, the k-wire was chipping, flaking and fragmenting. There were no delays to the surgical procedure. Another small battery drill device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.